Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional later reported "rupture", "intramammary nodes" and "discomfort" .this record is for the left side. Device was explanted. Healthcare professional also reported "night sweats for 1/12" which is not device related.